Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition, everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2013, a 2.5x18mm xience xpedition stent was successfully implanted in the proximal circumflex (cx) coronary artery lesion. On (B)(6) 2016, the patient was hospitalized for chest pain. Percutaneous intervention was performed in the 90% restenosed stent. The event resolved and on (B)(6) 2016, the patient was discharged from the hospital. There was no additional information provided.